Event description:
The customer reported a battery error/battery failure. They reported that the battery doesn't last long when disconnected from ac power. There was no pt impact.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is completed.